Manufacturer narrative:
Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03318, 0001825034-2017-03320.

Event description:
It was reported that the patient underwent an elbow arthroplasty revision due to instability approximately one (1) year post-implantation. The patient was revised into a revision system elbow. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No device or photos were received; therefore the condition of the component is unknown. DHR review cannot be completed without product identification. Complaint history review cannot be performed without product identification. Root cause could not be determined.